Event description:
The patient had a bronchoscopic lung volume reduction revision procedure with three zephyr valves placed in the left upper lobe on (B)(6) 2021. The patient had a pneumothorax which was previously reported in MFR. Report #s 3007797756-2022-00124, 3007797756-2022-00125, and 3007797756-2022-00126 in (B)(6) 2022. This report is being submitted to document subsequent adverse events that were not included in the prior reports. On (B)(6) 2021, the patient was re-admitted to the hospital for respiratory distress, requiring drainage of a left lung hemothorax. The hemothorax was resolved on (B)(6) 2021. The patient experienced respiratory failure on (B)(6) 2022 and was readmitted to a hospital and diagnosed with ongoing respiratory distress requiring oxygen therapy. He was started on IV steroids. Patient was transferred for admission to the treating hospital on (B)(6) 2022 for consideration of ebv removal, and removal of all valves was done on (B)(6) 2022. After the procedure, patient reported improvement in shortness of breath. Steroids were weaned to prednisone (40mg daily). On (B)(6) 2022, the respiratory failure was resolved. The patient was discharged from the hospital on (B)(6) 2022 and instructed to follow-up with a pulmonologist.

Manufacturer narrative:
Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.